Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. This lens model is contraindicated for patients with age less than that of 21 years. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted, and removed a 12.6mm vicmo12.6 implantable collamer lens, -08.50 diopter, within the same surgery due to the lens was stuck in the cartridge/injector system. There was no patient injury. The lens was exchanged for another same model/length lens within the same surgery and the problem was resolved. Cause of the event was unknown.